Event description:
It was reported that this lead was explanted due to unknown product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was explanted due to unknown product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported. Additional information was received that there was an undetermined issue with the ring of this right ventricular (rv) lead. It was noted that unipolar had been programmed several years ago due to rv loss of capture in bipolar. This patient was pacemaker dependent at that time. A new rv lead was successfully implanted and remains in service. No additional adverse patient effects were reported.